Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics failed. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Other damages found during investigation are most likely related to explantation surgery. The problems described in the recipient report appear to match the damage found. This is a combined initial and final report.

Event description:
The explanted device was received. According to the device explantation report the recipient was not re-implanted with any device, explantation surgery was performed on (B)(6) 2019. The explantation report points out that the device or a malfunction of it did not cause/contribute to the explantation. Additional information stated that the recipient wanted to have the device removed.